Manufacturer narrative:
(B)(4).

Event description:
It was reported the pump and catheter system was removed on (B)(6) 2014 due to infection from the pump and it had corroded through the stomach wall. The type of medication being delivered via the device system was unknown. Additional information has been requested regarding the cause of the event and diagnostics, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant products: product ID: 8703w, lot# l48282, implanted: (B)(6) 1997, explanted: (B)(6) 2014, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: catheter. (B)(4).